Event description:
An aneurx stent graft system was implanted in a pt for treatment of a 10 cm infrarenal abdominal aortic aneurysm. The explanted stent graft was released from hospital pathology 31 months after the surgical conversion date. It was reported that the stent graft system was explanted during surgical conversion due to stent graft migration and component separation, with a type 3 junctional endoleak. The proximal neck was reported as short (12 mm) and angulated to greater than 60 degrees. A small proximal type 1 endoleak self-resolved 6 weeks after the implant, and the 9 month follow-up showed no problems. The CT just prior to explant demonstrated a 10 cm aaa with a type 3 junctional endoleak; the bifurcate stent graft had migrated at least 8 mm, with only 1 cm overlap seen between the aortic cuff and bifurcate. At explant a large type 3 junctional endoleak was seen, and the pt was successfully converted to open repair. No additional clinical sequelae were reported and the pt is fine. The analysis of the explanted stent graft has been completed. From the examination of the returned devices, the exact cause of the graft migration leading to component separation and the junctional type 3 endoleak cannot be determined; however, the reported short and highly angulated proximal neck likely contributed to this event. The three spring abrasion holes, two strut fractures, and multiple suture breaks found on the contralateral extension were likely caused by the observed graft limb angulation. However, no endoleak was reported at this location, and the holes appeared covered by tissue/thrombus.